Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: 'device available for eval' updated from yes to no.

Event description:
Subsequent to the previously filed report, additional information received: it was reported that there was difficulty advancing the proglide device in the vessel while attempting to get blood return from the marker lumen relative to an unspecified procedure. When the proglide device was being advanced, the device broke and separated at the junction of the distal to proximal guide into two pieces. The distal guide (black sheath portion) remained in the patient, under the skin. The physician "palpated the skin and could feel the sheath under the skin, but couldn't see it through the groin site." The physician looked under fluoroscopy to see where the separated portion of the device was and found that it was partially within the blood vessel, and partially in the subcutaneous tissues." Cut down was performed using a scalpel. The separated proglide sheath was then removed successfully from the patient anatomy using hemostats. There was a small incision which was closed with surgical sutures and dermabond. Wire access was maintained; therefore, a non-abbott device was able to be used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. A follow-up report will be filed with any additional relevant information. H6: patient code 4648 removed, device code 1069 removed.

Event description:
It was reported that the proglide device broke inside of the patient anatomy relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.